Event description:
One endeavor sprint over-the-wire (otw) drug-eluting stent was implanted at the proximal lad. It is reported that a dissection occurred, which required the placement of a second endeavor sprint otw stent. Investigator indicated a definite relationship to the study device. It is reported that pt recovered with treatment. A staged procedure of the mid lcx was carried out 2 days later. One endeavor sprint otw drug-eluting stent was implanted. A staged procedure of the 1st obtuse marginal was carried out on the same day. One endeavor sprint otw drug-eluting stent was implanted. (MFR 2953200-2011-00094).

Manufacturer narrative:
(B)(4). Evaluation results: (dissection).